Event description:
In 2009, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra 2 meter had an unusual issue, which the reporter described as, "the meter wouldn't give a chance for the reading". The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the pt by phone. The reporter claimed that product issue first occurred one week before the pt had symptoms described as "almost dka". Info was not provided as to whether the pt was able to test her blood glucose after the product issue started. The pt was tested with a emergency medical service meter a week prior; the result was unk. The reporter was unable/unwilling to answer what treatment was provided by ER personnel. The cca documented that the reported issue was resolved through training. The pt's products were replaced. This complaint is reported because the pt claims the lfs meter wouldn't give a chance for a reading. She was described as having unspecified "almost dka" symptoms after the alleged product issue started and was seen in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.